Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedances, measuring greater than 2500 ohms. The patient was evaluated in the clinic and the device was programmed from tip to ring. Subsequently, the device was reprogrammed from lv tip to ring and impedances were noted to be within range, measuring 520 ohms and threshold measurements were 0.7v at 0.05ms. This crt-d and lv lead remain in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to include a conclusion code update.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction.